Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed internal leakage test during pre-use check and the information about defective nozzle unit was provided. Nozzle units take part in regulating the gas flow through the gas modules and if defective it may affect ventilator¿s functionality. On-site investigation, performed by our field service engineer, revealed that there was no nozzle unit malfunction. The issue was solved by replacing the monitoring printed circuit board. This part is only monitoring and will not affect ventilation. Therefore, this situation is not safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).